Event description:
Boston scientific crm received information in (B)(4) 2008 that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the rate/sense channel, exhibited by this chronic implantable right ventricular (rv) lead while the patient implanted with these items was seated, eating breakfast. The noise was oversensed resulting in multiple seconds of pacing inhibition and a syncopal episode for the patient. Review of stored electrograms revealed noise that appeared consistent with diaphragmatic oversensing. Also, during device history review, noise was noted on the atrial channel resulting in inappropriate mode switches. It was reported that an issue similar to this occurred when the patient was implanted with a previous device and this same lead. The patient experienced syncope at that time and the physician wonders now if it was due to the position of the rv lead. Technical services discussed options to avoid further ventricular oversensing including decreasing ventricular sensitivity. Also, technical services advised the noise on the atrial channel could be due to seal plug damage as it has been present since implant. This crt-d was reprogrammed with right and left ventricular sensing set to least and atrial sensitivity set to less. The situation continued to be monitored and all items remain implanted at that time. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2013 due to normal battery depletion. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device is currently undergoing laboratory testing.